Event description:
User receiving low sodium results for nine patient samples. The following four patient examples were provided. Sample 1 initial result 133 mmol/l, repeat 140 mmol/l. Sample 2 initial result 132 mmol/l, repeat 139 mmol/l. Sample 3 initial result 130 mmol/l, repeat 138 mmol/l. Sample 4 initial result 126 mmol/l, repeat 133 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be the ise tubing was not being pinched off correctly due to salt deposits around the pinch valves, and cleaned pinch valves, checked ise tubing and ise flow path. Performance tests were performed and within specification.